Event description:
According to the reporter, the needles were jamming and the unit stopped working during a procedure. There was no injury caused to the patient and no medical intervention was required.